Event description:
Device readings were wrong, causing my insulin pump to stop giving me insulin. Device then turned it's self-off. I then had to change insulin pump to manual mode, to continue to receive insulin. This has happened multiple times. When reported to dexcom, they advised that they we were conducting an investigation. And that there had been several of these reported.